Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device will not be returned.

Manufacturer narrative:
Complaint sample was not returned to codman, and serial number is not available; therefore, the evaluation could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed at this time as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed.

Event description:
The eds3 system was not draining properly and had to be changed out with a new one. Problem seemed to occur because of an issue with the tubing distal the drip chamber. The drip chamber was at 20mm hg. There was drainage but the icp was higher than 20 as noted by the transducer. Surgeon was called and he told the rn to lower the drip chamber to 10mm hg. The drain was draining but very slowly and rn felt something was wrong because the transducer was still reading very high icps. Rn waited an hour to see if the drain would begin to become more patent. After one hour, the rn decided to turn the stopcock distal the drip chamber to allow the csf to flow into the drainage bag. As soon as she moved the stop cock, the csf begin to flow at what she felt was a normal rate. She then turned the stop cock off to the bag, and the csf stopped draining, but icp levels were still high according to the transducer. She decided to change out the eds3 drain with a brand new system (the ventricular catheter remained the same). As soon as she changed out the eds3 system with a replacement, the csf began to flow at what she expected to be normal and icp levels decreased. (B)(6) 2014 affiliated reported answers to email: what is the alert date? (The date that a j&j representative was first made aware of this event) ¿ friday, december 12 what was the length of delay in surgery? ¿ it was not a surgery ¿ the evd was bedside ICU. They had to replace the eds3 drain but not the ventricular catheter. What are the lot/serial numbers that were associated with this device? ¿ not available were there any adverse consequences to the patient involved in this procedure? - the patient was in a coma prior to the incident and remained so after.